Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other balance middle weight guide wire referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during advancement of a balance middleweight (bmw) guide wire, it could not cross the lesion due to resistance with the anatomy. The guide wire was removed when it was noted that the guide wire was separated and the separated portion remained in the catheter. The devices were removed as a single unit. There was no clinically significant delay in procedure and no adverse patient effects. After the procedure was completed, the physician opened a second bmw guide wire and after bending it, the guide wire separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.